Manufacturer narrative:
(B)(4). Batch # unk. Date of event: day unknown. Only month ((B)(6)) and year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: can you please clarify what is meant by ¿minor leak?¿ - the leak was resolved only by the conservative treatment and didn't require the re-operation. What specifically was done endoscopically to treat the leak? - the leak was confirmed by endoscopically. The leak was addressed by drainage and stopping oral intake. What is the current patient status? - the patient was recovered and discharged from the hospital. The hospital stay was about 1 month and was prolonged compared to the usual pass.

Event description:
It was reported that after a total gastrectomy, minor leak occurred from the posterior wall. The leak was found when the patient was checked endoscopically because the patient¿s amylase level was high from the following day of the procedure. The device was used to anastomose between the esophagus and the jejunum. At the time, the jejunum was held and the blind end was approximately 5 cm. The patient was cared endoscopically and recovered.